Event description:
Clinical study. Same pt as MFR# 6000089-2007-00676. It was reported that 369 days after a coronary drug eluting stenting treatment procedure, the pt had a stent thrombosis (st), a myocardial infarction (mi) and required a target vessel reintervention (tvr). Target lesion 1 in the index procedure was a 3.0x22mm, 99% stenosed, and mildly calcified lesion in the mid right coronary artery (mid rca), which was treated with predilation and placement of a taxus express2 3.0x32mm drug eluting stent. Target lesion 2 was a 3.0x18mm, 70% stenosed lesion in the proximal rca, which was treated with predilation and placement of a taxus express2 3.0x20mm drug eluting stent. Residual stenosis was 0% for both lesions. There was thrombus present in both lesions pre-procedure. No visible thrombus was found post-procedure. The pt was discharged the next day on aspirin and plavix. Three hundred sixty nine days post index procedure, the pt was hospitalized due to an inferior q wave mi, which was confirmed on basis of cardiac enzymes. A st was also found which was confirmed by the angiography and ivus. The pt underwent plain old balloon angioplasty (poba) and thrombectomy of the mid rca, due to the distal edge in-stent restenosis of the previously placed taxus stent. The physician assessed the relationship of the mi, st and tvr to the taxus stent as probable. The mi and st were resolved three days later and the pt was discharged.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.